Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Device evaluated by MFR: a promus element, mr, ous 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that distal stent strut rows 3-4 were damaged with 4th stent strut is lifted. The undamaged proximal section stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The complaint investigation conclusion code is: adverse event related to patient condition.